Manufacturer narrative:
Concomitant medical products: 6996sq58 lead (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the lead was attempted to be placed in 3 different veins, however, the lead would not stay in position and dislodged. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. If information is provided in the future, a supplemental report will be issued.